Manufacturer narrative:
Device is not available for evaluation. If additional information is received, it will be reported on a supplemental report.

Event description:
It was reported that the implant needed to be removed.

Manufacturer narrative:
It was determined after receiving further clarification from the customer and the log files from the device, this event for this product was not a reportable event per cfr 21, part 803. This supplemental is being filed to identify an MDR was not required for this event. The reported event cannot be confirmed, since no evidence of the infection could be provided. Reviews by stryker specialists found no device deviations, sterilization, or environmental issues, and their medical expert concluded the device did not cause the infection (see communication log).

Event description:
It was reported that the implant needed to be removed due to an infection.